Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis confirmed the reported observation of out-of-range impedance measurements secondary to lead fracture.

Event description:
It was reported that this lead was an attempted right ventricular (rv) implant. Upon placing the lead pace impedance measurements of 1200 ohms were observed but increased to 3000 ohms as the physician secured the lead at the suture sleeve. The suture sleeve was cut and impedance measurements returned to 1200 ohms. The physician elected to remove the lead and implanted another without consequence. No adverse patient effects were reported.